Event description:
It was reported that the right ventricular (rv) lead was initially implanted on 22 sep 2025. Later, the rv lead was found to be dislodged. A chest x-ray confirmed the dislodgement. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.